Event description:
The pump was returned to the manufacturer for analysis with no information. No event was reported.

Manufacturer narrative:
Catheter: model #: 8703w, lot #: l70179, implanted: (B)(6) 1999, explanted: unknown. Final analysis of the pump revealed that gear 2 upper shaft was worn; slight residue was noted in the pinion. Slight residue was noted in the gear train. There was "significant jewel lubrication anomaly". Also, noted residue on the pumphead pins. There was slight corrosion on the surface of gear wheel 3. Final analysis of the pump revealed pump/motor/corrosion/gear train anomaly. The pump contained fentanyl.